Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 6th january 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that no lens or alleged foreign material was received. The smartload device was inspected before and after disassembly and no defects or assembly issues were observed. No viscoelastic residue was observed in the cartridge, which suggests no ovd (ophthalmic viscoelastic device) was used during insertion which can contribute to deployment issues. No alleged foreign material was observed to be returned and therefore no further evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Explant date: lens remains implanted; therefore not explanted. Initial reporter telephone number: (B)(6). Initial reporter health professional: information unknown/ not provided. Initial reporter occupation: information unknown/ not provided. The preloaded unit is not returning for evaluation. Therefore, a failure analysis of the complaint device could not be performed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that it was quite hard to advance the lens after mounting the preloaded intraocular lens (iol) device to the handpiece. A brief description of the event revealed that they had to push the advancer/knob extremely hard compared to normal. After doing that the lens was ready for delivery. The surgeon inserted the tip and delivered the iol into the patient's eye. However, during the delivery the surgeon noticed a particle in the folding in the rear haptic. The iol was not damaged and was observed as being fine. The doctor indicated that they thought it was a tear; however, upon closer examination the particle was possibly a hard piece of plastic that was introduced into the eye along with the iol. Account provided that the surgeon managed to remove the particle with a pair of pincers. There was no patient injury reported. No further information provided.